Event description:
Cover screw could not be removed from dental implant. The implant needed to be explanted.

Manufacturer narrative:
No product problem detected. Between cover screw and implant residues from crusted blood were found. The dentist did not rinse the implant and the cover screw as mandated by instruction for use. Dentist should have consulted instruction for use to prevent this from happen.